Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported error message or electrograms (egm) issues. Analysis noted that the patient connection p ins were disturbed. However, the analyzer passed all incoming testing. A replacement analyzer was sent to the customer. The analyzer was sent to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer did not provide electrograms (egm) for either channel. The user tried two separate sets of cables but the issue persisted. A different programmer and analyzer were used. The analyzer was returned for service. No patient complications have been reported as a result of this event.